Event description:
Physician was attempting to load a penumbra 400 coil into the px slim microcatheter, but could not advance the coil out of the sheath into the rhv after making several attempts. He withdrew the coil from the rhv and observed the hypotube had broken in half, exposing the pull wire. Another coil was removed from inventory and deployed with no issue.

Manufacturer narrative:
Results: the pusher is fractured approximately 117.0 cm from the distal end. The pull wire is exposed in the fractured region of the pusher. The pet lock is still intact. The proximal portion of the hypotube is also kinked approximately 8.5 cm from the proximal end of the pusher. Conclusion: the complaint has been evaluated confirmed. The complaint indicates that the coil could not advance out of the sheath and into the rhv. The coil/pusher assembly was subsequently removed from the rhv and the hypotube was noticed to be broken in half, exposing the pull wire. During the evaluation of the pusher it was confirmed that the pusher assembly hypotube was fatigued and had fractured. Based on the observations made during the device investigation and the description of the complaint it is likely that the rhv was tightened too much while the physician attempted to advance the coil, causing the pusher to kink and eventually break when the physician attempted to push it through the sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.